Event description:
On (B)(6) 2004, retrieved of a floppy coil component of a guide wire from a PICC line, found in the pulmonary artery. Guide wire coil identified upon chest x-ray. Removed without complications.